Event description:
When placing the dilator under the computed tomography scan, the surgeon felt that the dilator went out of the vasculature. He replaced it. 3/4 hours after procedure hemorragia occurred and hemothorax. Pt was human immunodeficiency virus positive.